Event description:
A report was received stating that during use of the device, the i.v. Tubing had become disconnected from the filter tubing, causing the i.v. Fluids to infuse onto the patient's bed. As the filter tubing had not been clamped, blood filled the filter chamber, but stayed within the tubing. The i.v. Filter tubing and filter were replaced. No further adverse effects to the patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow up report detailing the results of the evaluation.